Event description:
During a stenting procedure, a cypher rx 3.5 x 33mm sds would not cross the target lesion and dislodged when the sds was pulled through the guide catheter. Upon removal of sds from the patient (to predilate the target lesion), the physician noticed the stent had become dislodged from the sds. The stent was located in the left renal artery and successfully retrieved via snare. The target lesion was a heavily-calcified mid-right coronary artery. The patient was a male. Pre-dilation was not conducted prior to attempting cross the target lesion with the sds. The procedure was successfully completed using two shorter length cypher stents deployed at the target lesion site. There was no injury to the patient. The sds and stent will be returned for analysis. Additional information will be submitted 30 days upon receipt.